Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the superficial femoral artery (sfa). The 7.0mm vessel was pre-dilated with a 6.5mm unspecified balloon dilatation catheter (bdc). The 6.5mmx20mmx120cm supera self-expanding stent system (sess) was advanced to the target lesion without issue. During deployment, only the very distal portion of the stent implant could be deployed; thus the sess was removed without issue. There was no issue noted with the handle or locks. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A non-abbott sess was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the job traveler revealed no non-conformances that would have contributed to the reported event. A query of the complaint history of the reported lot revealed no other incidents have been reported. Based on the information reviewed, there is no evidence to indicate the presence of a potential issue/observation caused by, or related to the design, manufacture, or labeling of the device.